Event description:
My name is (B)(6), I had essure put in (B)(6) 2011. I have horrible back pain, migraines, stomach pain, weight gain. Can't lose weight, painful sex, bad periods, and tired and also always feeling bloated from essure. I have had cyst on my ovaries went to hospital because of it. I have never in my life had cyst until after essure was put in. I have back pain makes it hard for me to get house hold chores done. I always don't feel myself anymore, any head hurts everyday take medication for migraines. Have tried everything to lose weight but the weight is just in my lower stomach feels pregnant. I want this essure out. Its horrible sick of being in pain and depressed cause of the weight, the back pain, my sex life, my hair feels different and my body hurts all the time. Someone help! I feel like a totally different person. I am not me anymore. I can't take it anymore. Essure has ruined by life. This must be taken off market. Someone needs to help people like myself and help them get this taken out. I just want to get rid of this horrible essure.